Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 an arjohuntleigh has initially became aware of the event with involvement of maxi sky 600 ceiling lift and passive clip sling which occurred at eden house care home located in (B)(6) USA. It was reported that during transferring resident from a wheelchair to a bath, both clips broke causing the patient to drop. The drop occurred in time when the resident was situated above the bath then suddenly the left shoulder clip broke and then right shoulder clip broke. The resident fell back a couple of inches and hit head on back of bath shell on parker bath. As a result of the event the resident sustain a bump on back of residents head. The resident involved in the event was (B)(6) years old female, weighting 117 kg. After the event the ceiling lift and passive clip sling were exanimated by service technician. The inspection of the involved sling was performed by the arjohuntleigh representative who found that both shoulder clip were broken in half. Based on the photos attached in the complaint record, we can clearly see that the clip broke from left to right side. Moreover there is information that toilet sling had signs of wear and tear, and the label was faded and not legible. The sling was taken out of service and quarantined.

Manufacturer narrative:
On 27-dec-2017 arjohuntleigh was notified of of the event at eden house care home located in (B)(4) the USA with the involvement of arjohuntleigh system: maxi sky 600 ceiling lift and passive toilet sling. It was reported that during transferring a resident from a wheelchair to a bath using ceiling lift system, both shoulder clips which attach the sling to the ceiling lift's spreader bar broke causing the patient to drop. The drop occurred in the time when the resident was situated above the bath. The resident fell back a couple of inches and hit back of parker bath's shell with the head. As a result of the event, the resident sustained a bump on the back side of the head. When reviewing similar reportable events, we have found a few cases with a similar fault description (sling clip breakage). After the event, the ceiling lift and passive clip sling were exanimated by a service technician. The inspection of the involved sling was performed by the arjohuntleigh representative who found that both shoulder clips were broken in half. Based on the photographic evidence provided, the clip broke from left to right side. Moreover, it was reported by service technician that toilet sling had signs of wear and tear, and the label was faded and not legible. The sling was taken out of service and quarantined. The inspection of maxi sky showed that ceiling lift was working correctly according to its specification. The last preventive maintenance of the device was performed by arjohuntleigh on (B)(6) 2017. During the visit at the customer site, arjohuntleigh service technician advised facility staff that toilet slings should be used only for toileting the residents according to sling intended use. The sling requirements audit with clinical educator was scheduled for the facility on (B)(6) 2018. During this audit, clinical educator provided further instructions as required to staff regarding use and general transfers procedures and criteria for toilet slings. Arjohuntleigh toilet sling with head support is a special-purpose design intended for toileting, dressing and undressing patients. The sling which is intended for bathing, showering procedures is made from the special material- standard polyester mesh. The pictures and information provided to complain showed that the caregivers used the toilet sling during transferring the patient to a bath. In this event, we can clearly see, based on the photos attached, that the clip broke from left to right site from previous investigations into similar problems, it is concluded that the damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. This type of breakage is likely to occur when a clip is overloaded e.g.: a washing press, with enormous force, while the pressure is applied sideways from outside the clips. This abnormal pressure is not present during the intended use of the sling and the ceiling lift device. Following the clip sling IFU - document max01510.int issue contains information: "do not use mechanical pressure - pressing or rolling, during the washing or drying procedures". "The useful life expectancy of the arjo sling is approximately two years providing the sling is used under normal usage conditions and is regularly cleaned, decontaminated and examined in accordance with arjo recommendations." Following instruction for use (ifu001.14150.33) for maxi sky 600 caregiver should: "inspect the visible strap for any signs of wear, frays, loose threads or other damage. If there is any evidence of damage do not use it. Contact your local representative to have the lift serviced." The labeling of the sling and instruction for use for maxi sky 600 gives guidance on the inspection checks to be performed, proper washing procedures and that the sling should be discarded after two years lifetime, or before that, when damaged. To conclude, while the incident occurred the ceiling lift device (maxi sky 600) and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the sling clip was broken and the label was unreadable. Complaint decided to be reportable based on the potential of serious injury if the incident would to re-occur.